Event description:
On (B)(6) 2013, the following info was reported to kci by the nurse: the nurse alleged that the v.a.c. Freedom unit was "not working," and the pt's wound became macerated. On (B)(6) 2013, the following info was reported to kci by the nurse: the nurse clarified that the maceration was reversible, and no medical or surgical intervention was required. The nurse also reported that on (B)(6) 2013, the v.a.c. Freedom unit was shutting down, and alleged that the pt's skin graft "did not take," requiring a new graft placement. The pt continued to receive v.a.c. Therapy, and the nurse reported that the pt's wound is doing well.

Manufacturer narrative:
The nurse confirmed that the maceration was reversible and did not require medical or surgical intervention. This does not meet the definition of a serious injury as defined in 21 cfr 803.3. Based on the info provided, it cannot be determined that the alleged graft failure is related to v.a.c. Therapy. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.